Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge would unexpectedly display 0 units of insulin and subsequently multiple intermittent cartridge change errors occurred during the load sequence with multiple cartridges. Customer's blood glucose level ranged from 280 mg/dl to 350 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge change error issue was verified. Based on the analysis, the alleged fill estimate issue could not be verified.